Event description:
A biomedical technician (biomed) reported to technical service (ts) that they were unable to calibrate the temperature control on a fresenius 2008t machine. Upon initial follow-up, the biomed was still troubleshooting the issue. They requested assistance from another biomed in the area and during their evaluation of the machine, they noticed a burning smell. Upon further investigation, they found the power control board to be charred and blackened. There were no signs of any melting, smoke, sparks, or flames. The power control board was replaced with a known working one, but the issue remained. The biomed called ts back for further assistance. The temperature control still would not calibrate. There was no flow through the dialysate lines because of the high displayed temperature. The biomed changed the power supply, temperature monitor, temperature control thermistors, the sensor board, actuator board, function board, motherboard, and sensor cable. The biomed indicated that the problem happened immediately after installing a software upgrade. Additional information was obtained from further follow-up with the biomed. The biomed said they put in a second repair kit when they replaced the function board, and then they replaced the power logic board. After doing this, they were able to calibrate the temperature and conductivity. However, the machine still had not been returned to service. The biomed stated that the machine¿s hours were not showing up on one of the screens where it should be visible. Other than that, the machine was working without issue. The biomed stated the machine has approximately 7,100 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and has no previous history of failing the electrical leakage test. The charred power control board was reportedly available for manufacturer evaluation. The biomed said they would contact ts to setup up a returned goods authorization (rga) for the part to be returned. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) reported to technical service (ts) that they were unable to calibrate the temperature control on a fresenius 2008t machine. Upon initial follow-up, the biomed was still troubleshooting the issue. They requested assistance from another biomed in the area and during their evaluation of the machine, they noticed a burning smell. Upon further investigation, they found the power control board to be charred and blackened. There were no signs of any melting, smoke, sparks, or flames. The power control board was replaced with a known working one, but the issue remained. The biomed called ts back for further assistance. The temperature control still would not calibrate. There was no flow through the dialysate lines because of the high displayed temperature. The biomed changed the power supply, temperature monitor, temperature control thermistors, the sensor board, actuator board, function board, motherboard, and sensor cable. The biomed indicated that the problem happened immediately after installing a software upgrade. Additional information was obtained from further follow-up with the biomed. The biomed said they put in a second repair kit when they replaced the function board, and then they replaced the power logic board. After doing this, they were able to calibrate the temperature and conductivity. However, the machine still had not been returned to service. The biomed stated that the machines hours were not showing up on one of the screens where it should be visible. Other than that, the machine was working without issue. The biomed stated the machine has approximately 7,100 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and has no previous history of failing the electrical leakage test. The charred power control board was reportedly available for manufacturer evaluation. The biomed said they would contact ts to setup up a returned goods authorization (rga) for the part to be returned. There was no patient involvement associated with the reported event.